Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and associated right ventricular (rv) lead displayed a pace impedance lower than 200 ohms. The patient was seen in clinic where noise was noise was seen. The patient was then referred to an electrophysiologist. The device was tested; no out of range measurements or noise was able to be elicited. The patient is not dependant on rv pacing, therefore, the system was reprogrammed with the lead safety switch feature on and will continue to be monitored. There were no adverse patient effects reported. The system remains in service.